Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x1 rb safety mechanism broke. The following information was provided by the initial reporter: material # 305916. Batch # 5246357. Verbatim: rcc received a complaint via email. Sending this to report an incident involving item 305916, lot 5246357. There was a malfunction when administering a vaccine, full narrative is below in quotes. Please advise on next steps. ¿she cleaned skin and then put needle in patients' deltoid. Moa heard a noise when pushing the vaccine in the patient's arm. Patient reported that her arm felt wet. Vaccine was dripping down patient's arm. Malfunction with the needle and vaccine and patient did not end up receiving vaccine.¿